Manufacturer narrative:
G5. PMA/510k: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when running panels on bd max¿ system, bd max¿ instrument false positives have occurred after repeat run it showed negative. No patient impact was not provided. The following information was provided by the initial reporter: the customer stated that after they repeated the run it turned out negative. That they looked at the curves and it has noise, this is affecting both side a and b. I confirmed no errors on the max.

Event description:
It was reported that when running panels on bd max¿ system, bd max¿ instrument false positives have occurred after repeat run it showed negative. No patient impact was not provided. The following information was provided by the initial reporter: the customer stated that after they repeated the run it turned out negative. That they looked at the curves and it has noise, this is affecting both side a and b. I confirmed no errors on the max.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that have a false positive result on an enteric panel and subsequent run would be negative. Field service was dispatch. Field service performed log reviews. Bd phone support has determined that the issue is not instrument related and is due to workflow and assay. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2022, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.